Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that a palmaz genesis stent dislodged in patient. The patient is male, (B)(6). Approximately a half year ago, the patient was treated with left vertebral artery stenting (cordis cat and lot unknown). In 2011, the patient was admitted that the distal segment of the vertebral artery (7-8mm above the previous implanted stent) was stenosis and the previous implanted stent had 30%-40% in-stent restenosis. The palmaz genesis ((B)(4)/ lot 15259699) was properly inspected and prepped and no anomalies were noted. The physician used a 6f sheath and emerald .035 guidewire to advance into the left vertebral artery, and then he advanced the stent via the guidewire. However, the stent could not cross through the lesion, and the stent and the guidewire slipped backward. So the physician withdrew the stent and the guidewire together. During the withdrawn process, the stent was dislodged from the balloon and the un-deployed stent flew to the common right iliac artery and later on it flew to the right deep femoral artery. It was noted that there was no positive or negative pressure was applied to the balloon throughout the procedure. It is unknown if the physician attempted to withdraw the sds through the guidecatheter. The physician changed to use another emerald guidewire and used the sds balloon to dilate the two stenosis sites, the encephalic blood flow was highly improved. The patient is in stable condition. The physician did not do any further treatment. The stent remains in the patient.

Manufacturer narrative:
The report received from the affiliate states that a palmaz genesis stent dislodged in the patient. Approximately six months ago, the patient was treated with left vertebral artery stenting (with an unknown cordis product). In 2011, the patient was admitted with the distal segment of the vertebral artery (7-8mm above the previously implanted unknown cordis stent) stenosed and the previously implanted cordis stent had 30%-40% in-stent restenosis. When attempting to treat the distal stenosis a palmaz genesis stent was properly inspected and prepped and no anomalies were noted. The physician used a 6f sheath and emerald .035 guidewire to advance into the left vertebral artery, and then he advanced the stent via the guidewire. However, the stent could not cross through the lesion, and the stent and the guidewire slipped backwards. The physician withdrew the stent and the guidewire together. During the withdrawal process, the stent dislodged from the balloon and the un-deployed stent migrated to the common right iliac artery and later to the right deep femoral artery. It was noted that there no positive or negative pressure was applied to the balloon throughout the procedure. It is unknown if the physician attempted to withdraw the sds through the guide catheter. The physician changed to use another emerald guidewire and used the sds balloon to dilate the stenosis resulting in highly improved encephalic blood flow. The patient is in stable condition and there was no reported patient injury. A non sterile sds genesis 6x18mm 135cm pro was received coiled inside a plastic bag. The balloon appears as if it has been previously inflated. The stent was not received. No other damages were noted the unit was analyzed under microscope and crimping marks were observed in the balloon. Crossing profile was not measured since the stent was not received. Functional tests were not performed since stent was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures could not be confirmed since the stent was not received for evaluation. Neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. In this case, as the returned device showed crimp marks on the balloon, it is possible that the stent dislodgement experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Significant stenoses in stents (~>80%) are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.